Event description:
Customer alleged discrepant, back to back blood glucose results of 66 mg/dl and 159 mg/dl when testing was performed within 5 minutes on the advantage system. Customer reported having no symptoms and reported taking no action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent.